Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information as well as the additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely no image occurred due to a cable failure. However, a definitive root cause could not be determined.

Event description:
The customer provided additional information: ¿the error occurred on (B)(6) 2022, after the procedure.¿

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to damage on adapter, the scope could not be attached smoothly. Due to damage on cable unit, water tightness was lost. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that cable was torn from the camera. Inspection and testing of the returned device found that there was no image on the camera head due to extensive damage in the cable unit. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.